Event description:
During a supraventricular tachycardia procedure, it was reported that the electrograms for intracardiac and body surface both disappeared from the carto® 3 system and recording system. After multiple reboots, the ECG's were not appearing. Rebooting without catheters connected, did not resolved the issue. The procedure was continued conventionally and without patient consequences. On the same day when the event was reported, (B)(6), received additional information requested from bwi representative stating that the signal loss occurred in all channels on both carto and recording system at the same time. The case was completed by directly pinning the coronary sinus catheter to the recording system and turning off the patient interface unit (piu). Due to this information, this complaint became reportable.

Manufacturer narrative:
The investigation is still in progress. Manufacturer's reference # (B)(4).